Event description:
It was reported that far r wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The ICD was being monitored remotely. There were no patient consequences.